Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable error 23138 on arm4, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified repeated 23138 errors and replaced the usm to resolve the issue. Isi did receive a da vinci usm involved with this complaint to perform failure analysis and the investigation was completed. The reported issue was confirmed in the logs and was reproduced in-house. The unit was tested on an in-house system in normal mode with no related errors. It also passed carriage switches, lissajous, check sensors, sine cycle tests. During the inspection of axis 3, a short circuit/dried fluid intrusion was found on the acs connector of the hall sensor. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23138 on usm#4 related to the reported complaint. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 23138 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This complaint is reportable malfunction event due to the following conclusion: the universal surgical manipulator (usm) was replaced by the field service engineer (fse) to correct an issue that rendered the da vinci system in a not acceptable state. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the system was getting a recoverable error 23138 on arm4. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 23138 on universal surgical manipulator (usm 4). The customer asked if the system could be repaired, and the technical support engineer (tse) instructed the staff that the fse would be able to discuss the repair timing with them. The procedure was completed with no reported injury.